Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A possible root cause may be pre-analytic handling as the customer used centrifugation parameters outside of the tube manufacturer recommendation. The number of tube inversions were also did not follow tube manufacturer recommendations. Alarms generated on the analyzer at the time of the event also indicate sample handling may not have been done within manufacturer recommendations.

Event description:
The customer reported that they received erroneous results for two patient samples tested for n-terminal pro b-type natriuretic peptide (probnp). Of the two samples, one was found to have an erroneous result that was reported outside of the laboratory. The sample initially resulted as 5.31 pg/ml and this result was reported outside of the laboratory. The sample was repeated and resulted as 2937 pg/ml. The repeat result was believed to be correct. The patient was not adversely affected. The probnp reagent lot number was 17321003 with an expiration date of 11/30/2014. The field service representative could not determine a cause. He noted that there may have been a bubble or debris in the sample. He completed performance testing. Operational and mechanical checks were performed with success and were completed according to documented procedures.